Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture during the defibrillation threshold testing. Subsequently, a revision procedure was performed, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).